Manufacturer narrative:
The pump was received with intermittent esc and act button response due to flattened button dome switches. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
Customer's father reported via phone, the customer was having issues with some of the buttons. The act button and all the buttons do click and the customer has to press it hard in order for them to respond. Customer's blood glucose was unknown. Issue is with the b, act, and esc buttons. Customer's father didn't recall any significant event which may have caused the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He didn't have serial number so he stated he would call back. Customer's father called back and verified device information. He also agreed to return the device for further reporting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.